Event description:
Customer reported a loss of communication between the dpm central station, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Co rep evaluated the system and verified the problem. Corrections included changing the system's power switch.